Event description:
It was reported that post a coronary drug eluting stenting treatment treated procedure, a thombosis occurred. The patient presented to the ER with unstable angina requiring high doses of ntg to relieve his pain. The patient was brought to the ccl for evaluation. Access was obtained through the right femoral artery. Diagnostics were performed. The physician determined the distal left anterior descending (lad) artery required treatment. The taxus express2 2.5x12mm drug eluting stent was placed and deployed to 14 atm's for 40 seconds resulting in 0% residual and timi 3 flow. The stent was post dilated with a 2.5x12mm quantum maverick balloon inflated to 16 atm's for 40 seconds. A taxus express2 3.0x16mm drug eluting stent was advanced to the lesion in the mid lad and deployed to 16 atm's for 40 seconds. A 3.25x15mm quantum maverick balloon was advanced to the mid lad stent and inflated to 16 atm's for 40 seconds. The sheaths were sutured in place to be removed later. The patient received plavix and angiomax pre procedure to reduce major adverse cardiac events. Aspirin and plavix were prescribed for greater than 9 months time. About 4 months later, the patient presented with 2 days of prolonged episodes of chest pain. The patient was found to have a anteroseptal st elevation consistent with an acute mi and was immediately brought to the ccl. Reopro and heparin were administered and the patient had previously been on plavix. Once in the ccl, access was obtained and a 2.0x12mm maverick balloon was advanced to the distal lad at the level of the stent. The balloon was inflated to 8 and 10 atm's for 30 seconds on three occasions. There was some restoration of flow, but still no significant flow to the apex. The balloon was removed. A 2.5x23mm cypher stent was deployed to 11 atm's for 40 seconds in the distal lad covering the "old stent" and distal approximately 15mm. This resulted in 0% stenosis but no flow beyond the stent. The 2.0x12mm maverick balloon was advanced to the distal lad just beyond the cyhper stent and inflated to 8 atm's twice for 30 seconds with some timi 1 flow noted in the distal apex. A 2.0x20mm maverick otw balloon was positioned in the distal lad just beyond the stent. The wire was removed and 125mcg of ic verapamil as administred through the balloon as well as 96mcg of adenosine. There was timi 2 flow noted to the distal lad with 70% residual. The wire was reinserted and the balloon was removed. A 2.5x23mm mini vision was implanted in the very distal part of the lad beyond the cypher stent with approximately 1 to 2mm of overlap. Timi 3 flow was established to the distal lad apex. The wire and balloon were withdrawn and there was no evidence of dissection or perforation. Successful revascularization was achieved. Aspirin and plavix were prescribed "for life" and tobacco cessation was discussed. No further complications were reported.